Event description:
(B)(6) 2012: celsite st201f implanted in patient via right sub-clavian vein. (B)(6) 2012: impossible to administer the chemotherapy through the port, detected at the (B)(6). Port dysfunction noted. (B)(6) 2013: angiography showing the disconnection of catheter. (B)(6) 2012: removal of access port and the catheter. Another access port is placed in the left side.

Manufacturer narrative:
Batch review: we have checked the manufacturing file of this lot of celsite access ports, which complies with our specifications and does not present any abnormality. No other similar incidents were declared to us concerning this lot of access ports, sold since (B)(4) 2012. Investigation results: the device was not returned for evaluation. No x-ray picture was forwarded to us for examination. Conclusion: the device was not returned for evaluation. Consequently we cannot perform an in-depth investigation and come the root cause of this incident. No other complaint has been reported to us on this batch. No corrective action envisaged. It is worth noting that the celsite st201f access port, reference (B)(4) is not cleared in the u.s., but this device has the same catheter and connection system than the reference (B)(4) (k130576).